Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The investigation was completed with the returned instruments and the information available. Visual inspection confirmed that the final driver was fractured as reported. A review of the manufacturing records did not find any issues which would have contributed to this event. The root cause of this event cannot be conclusively determined; however, the associated torque limiting handle was returned with the final driver and found to be over calibrated. This may have contributed to the event as the use of an over calibrated torque limiting handle can increase the risk of deformation/breakage of the tip of the final screwdriver.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver broke during surgery; no part fell in the patient. The surgeon completed the surgery using another final screwdriver shaft. The surgery was not delayed.